Event description:
It was reported that a cgm error occurred. There was no adverse impact to the customer's blood glucose level. Technical support guided the caller through a pump reset, and the error did not reappear. The caller successfully started their sensor session.